Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection, using an implant that was too long.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient complained of a tingling sensation in her toe following the initial procedure. The surgeon determined that the most cranial positioned right side implant was irritating the nerve root. In (B)(6) 2017, the surgeon removed the cranial implant and installed two additional ifuse implants in new positions. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.